Manufacturer narrative:
Based on technician statement, on-site visit was not necessary. The issue has been resolved without part replacement. Review of device's logs confirmed the reported alarms at date of the event. No technical errors were found indicating ventilator malfunction. The ventilator passed pre-use check prior to and after the event date. The root cause of the reported problem could not be determined. H3 other text: 4112.

Event description:
It was reported that the ventilator generated alarm for low o2 supply pressure low and o2 concentration low. There was no patient harm. Manufacturer's ref.#: (B)(4).